Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a cut in the tubing approximately 15 inches below the drip chamber. Functional testing was performed and revealed the leak. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the tubing of a solution set. This event occured during priming. There was no patient involvement. No additional information is available.